Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to high blood glucose. The customer believes that the insulin pump is not functioning as her blood glucose has been high and ended in the hospital. The customer stated that she was under a lot of stress with family issues, which may have contributed to increase her blood glucose. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.